Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber tip detachment. The fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the product complaint "fiber cap detached" could not be confirmed. Glue failure was observed was determined to be due to known inherent risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during prostate procedure at 119,221 joules of use, the fiber cap detached inside the patient. There was no light emitted at the fiber break location. The fiber tip was not retrieved. The procedure was completed using second fiber at 165,667j of use. The caps of both the fibers were cleaned during the procedure. There was no injury to the patient due to this issue.

Event description:
It was reported during prostate procedure at 119,221 joules of use, the fiber cap detached inside the patient. There was no light emitted at the fiber break location. The fiber tip was not retrieved. The procedure was completed using second fiber at 165,667j of use. The caps of both the fibers were cleaned during the procedure. There was no injury to the patient due to this issue.